Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that the patient's husband went to switch the bag of medication and realized that 108 milliliters of medication was left in the bag uninfused. The patient had been without medication for 48 hours. The pump did not alarm. The user switched to a new pump. No patient injury was reported.

Event description:
The reported issue occurred while in use with the patient.

Manufacturer narrative:
H6: event problem and evaluation codes: updates are not required. No sample has been received by manufacturing to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d5: correction: operator of device: patient / consumer.

Event description:
Additional information received on 12-dec-2022 via email and attached to the complaint object: pump logs are available for 10 complaints. Pump will not be returning as it appears to be a tubing issue only. 374 sets of lot 4290730 are available for return.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.